Event description:
Staff member was checking on the IV site in between CT scans and noticed that the tubing was dripping from where it is inside the pump. The IV tubing then exploded with medication and came in contact with his eyes. FDA safety report ID# (B)(4).